Event description:
Customer reported leaking at the connection site between the reported extension set and the t-connector tubing. The t-connector tubing end was connected to the IV catheter and the reported extension set connected to the female luer. No patient harm occurred or medical intervention was required. Though requested, no additional information was available. A cardinal representative visited the site, educated and reviewed with the customer the tightening connection techniques. The customer indicated that no further connection issues have occurred since.

Manufacturer narrative:
The product was requested; however, the reporter indicated it was discarded.